Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the transmitter was not communicating with the (B)(6) app. No additional event or patient information is available. Data was provided for evaluation. Confirmation of the complaint was confirmed. The probable cause could not be determined.